Manufacturer narrative:
Spacelabs field service engineer on-site tested all products, in accordance with the performance test listed in the service manual. All tests passed, including both visible and audible alarm notifications. Upon investigation of the device historical database the monitor functioned as expected. No fault found. This report is complete, and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020, bed 350 tele (2428) failed to alarm when the patient expired. Did not alarm when hr dropped below 55. Alarmed when the patient was in asystole.